Manufacturer narrative:
Device evaluated by MFR: the liberte/veriflex catheter was received. The mid-shaft was stretched and separated 15.5cm from the mid-shaft/hypotube bond. The fracture faces were jagged and stretched, which suggests that the separation may be related to tensile overload. Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The tip was damaged. The inner and outer shafts were flattened from the guidewire exit notch to the proximal balloon bond. There was no evidence that the damage was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure removal difficulties and a shaft break occurred. Access was obtained via the femoral artery. The 85% stenosed, concentric, and de novo target lesion being treated was located in the moderately tortuous and non-calcified right coronary artery (rca). The lesion was predilated with a 2.00x20mm maverick2 balloon catheter. A 3.50x24mm liberte stent delivery system (sds) was then advanced to the lesion and the stent was deployed at 11 atmospheres for 30 seconds. The sds balloon was fully deflated and the device withdrawn, however there was difficulty removing the sds. It was noted that the shaft of the liberte device broke at the guide wire exit port while inside of the guide catheter. The guide catheter and liberte sds were removed. The procedure was completed with this device and the liberte stent remained well positioned and well apposed. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a coronary stenting treatment procedure removal difficulties and a shaft break occurred. Access was obtained via the femoral artery. The 85% stenosed, concentric, and de novo target lesion being treated was located in the moderately tortuous and non-calcified right coronary artery (rca). The lesion was predilated with a 2.00x20mm maverick2 balloon catheter. A 3.50x24mm liberte stent delivery system (sds) was then advanced to the lesion and the stent was deployed at 11 atmospheres for 30 seconds. The sds balloon was fully deflated and the device withdrawn, however, there was difficulty removing the sds. It was noted that the shaft of the liberte device broke at the guide wire exit port while inside of the guide catheter. The guide catheter and liberte sds were removed. The procedure was completed with this device and the liberte stent remained well positioned and well apposed. No patient complications were reported and the patient's status is stable.